Event description:
It was reported that a patient underwent a laparoscopic hysteromyoma resection on (B)(6)2013 and suture was used. The surgeon curved the needle prior to use. When sewing the myometrium, the needle broke and fell into the patient. Then the surgeon opened the abdomen to remove the needle fragment. Additional information has been requested.

Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.